Manufacturer narrative:
Na

Event description:
It was reported that the ventilator turbine did not rotate. It is unk if the ventilator was connected to a pt or if it alarmed when the reported problem occurred.